Event description:
Epidural catheter (tube) disconnected from epidural pump because the "clamp style catheter connector" opened--patient in pain (epidural medication in bed, instead of in patient). Of note, this is the fourth time in the past 3 weeks. Staff suspected faulty equipment. Staff also noted "pain was not the only risk factor involved, this is also a huge infection risk to the patient."